Event description:
The report received from the affiliate indicated that during an incoming visual inspection at the warehouse, the packaging for the sakura fire star 2.5 x 15 balloon catheter was only partially heat-sealed. One side of the pouch seal was applied diagonally, so that about half of the area wasn't heat-sealed-compromising sterility of the product. The product box was intact. The actual product also had no damage. There were no anomalies except for this failure. The product had been already this condition when it was delivered. The product was handled and stored as usual procedure. It was not shipped out of the warehouse and was not clinically used. The product was neither re-sterilized nor re-packaged. There was no patient injury.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during an incoming visual inspection at the warehouse, the packaging for the sakura fire star 2.5 x 15 balloon catheter was only partially heat-sealed. One side of the pouch seal was applied diagonally, so that about half of the area wasn't heat-sealed-compromising sterility of the product. The product box was intact. The actual product also had no damage. There were no anomalies except for this failure. The product had been already this condition when it was delivered. The product was handled and stored as usual procedure. It was not shipped out of the warehouse and was not clinically used. The product was neither re-sterilized nor re-packaged. There was no patient injury. The product was returned for inspection. One unit of sakura fire star, 2.50 x 15 was received in the sterile packaging. The box was opened and it was observed that the cordis seal was incomplete. No other damages were noted. Dimensional analysis could not be performed due to pouch condition. During microscopic analysis on the unsealed section no transfer heat evidence was observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure was confirmed. The root cause could not be conclusively determined however, it appears to be related to the manufacturing process of the product. A risk assessment has been initiated to evaluate this issue.